Event description:
The pt underwent stent placement in the mid circumflex artery in 2001. The lesion was estimated to be a 90% stenosis. The physician did not pre-dilate the lesion. The physician attempted to cross the lesion with a 3.0 x 15mm biodivysio stent. He was not able to adequately cross the lesion to position the stent. An attempt was made to remove the stent, but the physician did not remove the stent per the IFU, and pulled with a lot of force to remove it through the guiding catheter. The stent became dislodged from the rest of the system. A snare was used to try to remove the device, but to no avail. The pt was taken to a nearby radiology suite to locate the stent. The stent was located in the renal artery. The physician chose to leave the stent placed in the renal artery. The pt was discharged in stable condition.